Event description:
The intended procedure was an intervention of a chronic total occlusion (cto) in the proximal left anterior descending artery (lad). It was the physician's first case with the frontrunner. The physician advanced the frontrunner catheter (fr) through the proximal cap of the lesion. The lumend representative present during the procedure encouraged the physician to try to finish the case with a guidewire because he was working blind with no defined endpoint. A sheath could not be put in the left groin, for injections of the rca, and he did not want to put a sheath in the brachial artery. The landmark for the proximal lad was a stroed image from injections of the rca and calcified walls of the proximal lad. Once the frontrunner was past the proximal cap and into the occlusion, the physician moved beyond the calcified landmarks. He chose to continue with the frontrunner. Subsequently, the lad was perforated mid occlusion. Two 15-minute balloon inflations were performed and the perforation was sealed. In addition, 40 mg of protamine was administered to reverse the heparin. The product was not returned for analysis and films were not provided for review. In this case, it appears that procedural factors and user-handling likely caused the reported event.